Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-70 serial #: (B)(4) description: infinion 70 cm lead kit the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's contacts went out and was not able to feel any stimulation. It was noted that the leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced. It was reported that one of the leads was broken. Device malfunction was suspected. The patient was doing well postoperatively.